Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty in breathing, nasal throat irritation, soreness, headache. Dizziness and light headed. The patient also alleged device not functioning and power cord/supply toohot to touch and particles in airway. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown dust/dirt contamination in air inlet filter and iso port entrance. The internal investigation observed the unknown white dust contamination on the bottom enclosure, blower box housing, blower motor, impeller and rear panel o-ring. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source.